Manufacturer narrative:
Visual examination of the returned implant using magnification identified damage to the spacer from the inserter. The depth of the inserter mark suggests that it was stuck with more force than is typically seen when implanting the spacer. It is not know why the implant would not advance in the pt requiring excessive implantation force. Since there were no indication of mfg, product, or system discrepancies or deficiencies, the need for further action is not indicate. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time. The info contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on info submitted by others that may or may not be factually correct.

Event description:
It was reported that during surgery, the cage broke upon inserting into the pt. It was not rotated 90 degrees at any point. The broken cage was retrieved from the pt and another of the same was used to complete. There was no impact to the pt and there was minimal delay to the case.